Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) in the left hip for unknown indi cations for use. It was reported that the patient developed a little sore on the corner of the implant. The ins was infected. The patient was probably wishing to have it removed to eliminate any complications in the future.